Event description:
It was reported the customer received a keypad anomaly. The customer stated their scroll down key was unresponsive. Customer's blood glucose was 226 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. No moisture and corroded found on keypad traces. Also verified interface connections are locked properly. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.